Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Optical signal issue: data logs were reviewed lt log at time of reported issue showed stable optical parameters throughout log with no hard failures observed. No reoccurring positioning or optical alarms noted on returned logs. Clinical details noted that pump position was confirmed via echocardiography but clinical team noted that aorta reading was 10 to 20 points off from patient's arterial line reading. The root cause of the optical signal issue could not be definitively determined as no hard failures of the optical sensor was observed during the case and no product was returned for evaluation. Positioning issues: clinical details noted that pump was found to be out of position and towards mitral valve. Pump was repositioned successfully. No details were provided on when and how pump came out of position. The root cause of the positioning issues could not be definitively determined as limited clinical details were provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28063. B7 other relevant history, including preexisting medical conditions updated. D6b explant date updated. D10 concomitant medical products and therapy dates updated.

Event description:
The user facility reported the 49 year old male patient was on impella 5.5 support and during support, the pump was found pointed towards the mitral valve. The pump was repositioned. Additionally, there was placement signal drift. The pump was reading 10-20pts lower than aline map. Support continued.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.